Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-01030 and medwatch 2210968-2008-01028. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, after the hand piece worked poorly for approximately ten minutes, it totally seized. Another hand piece was used to continue the procedure with no adverse pt consequences.